Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, cramping"), genital haemorrhage ("heavy bleeding, abnormal bleeding") and device dislocation ("one of coils was not placed correctly") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), device dislocation (serious criterion medically significant), adnexa uteri pain ("piercing pains in my tubes"), pain ("still have pains"), rash ("rashes"), furuncle ("boils"), headache ("headaches"), menorrhagia ("constant periods, prolonged menses"), inflammation ("all over inflammation from head to toes"), oral discomfort ("my lips as well flame time to time"), dysmenorrhoea ("severe abnormal menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and surgery to remove the essure device). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, device dislocation, adnexa uteri pain, pain, rash, furuncle, headache, menorrhagia, inflammation, oral discomfort, dysmenorrhoea, back pain, dyspareunia, migraine, dysgeusia, fatigue, weight fluctuation, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, dysgeusia, fatigue, weight fluctuation, alopecia and vaginal discharge to be related to essure. The reporter provided no causality assessment for device dislocation, adnexa uteri pain, pain, rash, furuncle, headache, inflammation and oral discomfort with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2016: report from lawyer (new reporter) added to previous report from media with unidentifiable reporter, newly start and removal dates of essure were added, bleeding events amended with "abnormal bleeding" and "prolonged menses", new events were added including "severe lower abdominal pain, cramping" (total hysterectomy and salpingectomy changed from unspecified event as intervention for this event), "severe back pain, pain during intercourse, migraines, hair loss, metallic taste in mouth, fatigue, weight fluctuations, and irregular vaginal discharge") - these events were reported as "related" company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower abdominal pain, heavy and abnormal bleeding (seen as genital bleeding) and also stated that one of coils was not placed correctly (seen as device dislocation). All these events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given the nature of this event, it was considered related to essure. This case was regarded as incident device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, cramping"), fallopian tube perforation ("perforation (fallopian tubes)"), genital haemorrhage ("heavy bleeding") and device dislocation ("one of coils was not placed correctly") in a 36-year-old female patient who had essure (batch no. A78076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2015, anxiety since 2015, vulvovaginal pruritus, vaginal odor, vaginal yeast infection, discharge, irritability, menometrorrhagia, spotting vaginal, foreign body in uterus, any part and dysfunctional uterine bleeding. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft) for depression and anxiety as well as fluoxetine hydrochloride (prozac) and gabapentin. In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6)2013, 16 days after insertion of essure, the patient experienced rash ("rashes / skin rash"). On (B)(6)2013, the patient experienced pelvic pain ("still have pains/pain/ pelvic pain"), back pain ("severe back pain/back pain") and dysgeusia ("metallic taste in mouth"). In (B)(6)2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping) / severe menstrual pain") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6)2013, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced menorrhagia ("constant periods, prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("piercing pains in my tubes"), furuncle ("boils"), inflammation ("all over inflammation from head to toes"), oral discomfort ("my lips as well flame time to time"), weight fluctuation ("weight fluctuations"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain"), myalgia ("muscle pain") and rheumatic disorder ("connective/or tissue pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and surgery to remove the essure device), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, fallopian tube perforation, genital haemorrhage, device dislocation, adnexa uteri pain, furuncle, inflammation, oral discomfort, dysmenorrhoea, dyspareunia, migraine, dysgeusia, fatigue, weight fluctuation, vaginal discharge, arthralgia, myalgia and rheumatic disorder outcome was unknown and the pelvic pain, rash, headache, menorrhagia, back pain, alopecia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for adnexa uteri pain, device dislocation, furuncle, headache, inflammation, oral discomfort, pelvic pain and rash with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, rheumatic disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6)2015: total laparoscopic hysterectomy with bilateral salpingectomy. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were described: itchy vagina, odor, yeast symptoms, itchy discharge, irritation, menometrorrhagia, spotting, foreign body in uterus, any part, dysfunctional uterine bleeding. And confirmed: inflammation all over the body, hip and joint pain ( arthralgia) , pelvic pain, menorrhagia, headache. From medical record. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, cramping"), fallopian tube perforation ("perforation (fallopian tubes)"), genital haemorrhage ("heavy bleeding") and device dislocation ("one of coils was not placed correctly") in a 36-year-old female patient who had essure (batch no. A78076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2015, anxiety since 2015, vulvovaginal pruritus, vaginal odor, vaginal yeast infection, discharge, irritability, menometrorrhagia, per vaginal bleeding, foreign body in uterus, any part and dysfunctional uterine bleeding. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft) for depression and anxiety as well as fluoxetine hydrochloride (prozac) and gabapentin. In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 16 days after insertion of essure, the patient experienced rash ("rashes / skin rash"). On (B)(6) 2013, the patient experienced pelvic pain ("still have pains/pain/ pelvic pain"), back pain ("severe back pain/back pain") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping) / severe menstrual pain") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menorrhagia ("constant periods, prolomged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("piercing pains in my tubes"), furuncle ("boils"), inflammation ("all over inflammation from head to toes"), oral discomfort ("my lips as well flame time to time"), weight fluctuation ("weight fluctuations"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain"), myalgia ("muscle pain") and rheumatic disorder ("connective/or tissue pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and surgery to remove the essure device), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, fallopian tube perforation, genital haemorrhage, device dislocation, adnexa uteri pain, furuncle, inflammation, oral discomfort, dysmenorrhoea, dyspareunia, migraine, dysgeusia, fatigue, weight fluctuation, vaginal discharge, arthralgia, myalgia and rheumatic disorder outcome was unknown and the pelvic pain, rash, headache, menorrhagia, back pain, alopecia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for adnexa uteri pain, device dislocation, furuncle, headache, inflammation, oral discomfort, pelvic pain and rash with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, rheumatic disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015: total laparoscopic hysterectomy with bilateral salpingectomy. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were blocked . Concerning the injuries reported in this case, the following ones were described: itchy vagina, odor, yeastsymptoms, itchy discharge, irritation, menometrorrhagia, spotting, foreign body in uterus, any part, dysfunctional uterine bleeding. And confirmed: inflammation all over the body, hip and joint pain ( arthralgia) , pelvic pain, menorrhagia, headache. From medical record. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Event outcome added as resolved for event pelvic pain, back pain, rashes, abnormal bleeding, headaches, hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, cramping"), fallopian tube perforation ("perforation (fallopian tubes)"), genital haemorrhage ("heavy bleeding, abnormal bleeding") and device dislocation ("one of coils was not placed correctly") in a 36-year-old female patient who had essure (batch no. A78076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since (B)(6) and anxiety since (B)(6). Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 16 days after insertion of essure, the patient experienced rash ("rashes / skin rash"). On (B)(6) 2013, the patient experienced pelvic pain ("still have pains/pain"), back pain ("severe back pain") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping) / severe menstrual pain") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menorrhagia ("constant periods, prolomged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower and device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("piercing pains in my tubes"), furuncle ("boils"), inflammation ("all over inflammation from head to toes"), oral discomfort ("my lips as well flame time to time"), weight fluctuation ("weight fluctuations"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain"), myalgia ("muscle pain") and rheumatic disorder ("connective/or tissue pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and surgery to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, fallopian tube perforation, genital haemorrhage, device dislocation, adnexa uteri pain, pelvic pain, rash, furuncle, headache, menorrhagia, inflammation, oral discomfort, dysmenorrhoea, back pain, dyspareunia, migraine, dysgeusia, fatigue, weight fluctuation, alopecia, vaginal discharge, vaginal haemorrhage, arthralgia, myalgia and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, device dislocation, furuncle, headache, inflammation, oral discomfort, pelvic pain and rash with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, rheumatic disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were blocked. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tubes), joint pain, muscle pain and connective/or tissue pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower abdominal pain, heavy and abnormal bleeding (seen as genital bleeding) and also stated that one of coils was not placed correctly (seen as device dislocation). All these events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given the nature of this event, it was considered related to essure. This case was regarded as incident device removal was required. Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.